Manufacturer narrative:
The p-cap/reservoir does lock properly. Unit powered up properly after battery installation. Unit successfully downloaded to thump. Pump error 63 alarms (line number 2005 file number 9926) after self test. The adapt tool fault error log verifies error generated due to the rf chip error. Pump error 4 (file number 32122 line number 2727) noted in pump download history as secondary error and is the consequence of the error 63 . Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error 63. Unit was cut open for visual inspection of internal components. Found moisture damage to the pcb1 board and pcb2 board during visual inspection. Failed batt test (file number 33 line number verified in pump download history on 06/23/2024 16:07:55.000. The following were noted during visual inspection: battery tube threads - cracked, cracked case on battery side, serial number label damage, missing display window/cover, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 63 alarm noted after self test. Pump error alarm confirmed due to moisture damage to the pcb1 board and pcb2 board. Pump error 4 confirmed in pump download history failed batt test confirmed due to moisture damage causing electrical short. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery alarm the customer reported no adverse event. The event involved product(s) mmt-1781k. Customer reported receiving battery failed alarm. Customer reported that battery cap contacts are not damaged. Customer reported that battery compartment is damaged. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1781k was requested and customer response was the device will be returned.